Event description:
It was reported that during a follow up in clinic, noise resulting in oversensing was noted on the right ventricular (rv) lead. The noise was reproduced during threshold testing. Provocative testing was performed and the noise was unable to be reproduced. Diagnostic imaging was performed and no anomalies were observed. Abbott technical support was contacted, however, no intervention has been performed at this time. The patient was in stable condition and will continue to be monitored.